Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified defective degasser, clogged tubing and misaligned sample probe. The fse replaced the degasser, tubing and realigned the sample probe which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous high patient results for glucose involving the au5800 clinical chemistry analyzer. The customer also mentioned that the results did not match patient clinical presentation. There was no report of change to treatment, injury, or death associated to this event.